Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, there was a hole in the cartridge bag, however, this was unable to be confirmed. Customer changed cartridge to address the issue. Customer¿s blood glucose level was 100-200 mg/dl.